Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both stations were having network disconnection errors. The technical support specialist instructed the customer to check their information technology team to validate the wireless connection in the area and also instructed that if the wireless connections were unstable, connect the stations to the network by using local area network port. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was on disconnected mode and user was unable to log in. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.